Event description:
Clinic notes were received indicating that the vns patient was referred for surgery due to an increase in seizures. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The explanted generator has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
.

Event description:
Analysis of the returned generator was completed. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
Additional information was received that the patient's increased seizures were still below pre-vns levels. The patient's neurologist is uncertain of the relationship between vns and the patient's increase in seizures. A new medication was added for the patient to combat the increase in seizures. Additional information was received that the patient underwent a prophylactic generator replacement surgery on (B)(6) 2015. The explanted generator has not be received for analysis to date.